Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that defibrillation thresholds were not measured with the left ventricular lead during generator exchange because the patient is close to receiving a heart transplant. The patients lv capture threshold is known to be high, but rather than pursue left ventricular lead revision which requires surgical replacement, it was decided to accept the reduced longevity of the device. The device remains in use. There were no patient complications reported as a result of this event.